Event description:
It was reported that before an unknown procedure could not get the stapler to unlock. It was tested before using on the patient. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the device unable to be opened prior to using on the patient? How was the procedure completed? Is the device available for return? If yes, please provide the name, address, and phone number to send a shipper kit.